Event description:
It was reported that the patient experienced an infusion set adhesive failure, where the infusion set detached and fell off during use within 30 minutes of insertion involving three sets on (B)(6) 2026

Manufacturer narrative:
(B)(4).based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4)